Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30-june-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the physician noted an unusual feeling in the catheter and they suspected that the tether and the delivery system (ds) became entangled in the patients valve ring. It was also noted that there was "heat stress" which it made difficult to fixate the tine of the leadless ipg. The leadless ipg and ds were attempted/not used and replaced.  No patient complications have been reported as a result of this event.